Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/ that occurred during dwell 3 of 7. The home patient (hp) stated he was connected when the alarm occurred and he had called the nurse and then disconnected from the machine before calling baxter. The technical services representative (tsr) explained the alarm and assisted with troubleshooting. The home patient (hp) stated he will start over with new supplies. No patient injury or medical intervention was reported. During follow up the hp stated that he did not disconnect prior to the alarm and then disconnected when he called baxter. The hp stated he did not notice anything unusual at the time of the alarm. The hp stated he worked with his peritoneal dialysis rn to finish therapy on the cycler. The hp stated he was able to resume therapy without problems. No patient injury or medical intervention was reported.